Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during device upgrade, externalized conductors were observed via fluoroscopy. The lead was explanted.

Manufacturer narrative:
A partial lead with the distal tip electrode measuring 51.3cm was returned for analysis. External insulation abrasion was noted at 17.7-18.3cm from the distal tip electrode consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 13.4-17.3cm from the distal tip electrode. The etfe coating was intact at these locations.